Manufacturer narrative:
Follow-up # 1 date of submission 9/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was evidence of moisture corrosion on the ir board near the u29 component and the motor flex connector. The investigation was unable to download pump files due to internal moisture damage in the pump. Follow-up #1 date of submission 9/02/2016 - correction: device available for evaluation: product was returned to the manufacturer on 7/29/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had cracked/damaged casing. The reporter also claimed that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.